Event description:
On (B)(6) 2015, the reporter contacted animas alleging that there were multiple loss of prime warnings occurring with use of cartridges from the current box. The reporter confirmed that there were no noted changes in temperature or force. The reporter indicated that the patient was initially elevated to 13.8 mmol/l before dropping to 1.7 mmol/l; the reporter indicated that the patient often had corresponding lows resulting after elevations. The reporter confirmed that the pump was not primed while attached related to this low blood glucose. This report is made based on the allegation that the patient experienced hypoglycemia associated with multiple loss of prime warnings with the current box of cartridges.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2015. Device evaluation: six unopened cartridges were returned; the six returned cartridges (tested (B)(4) 2015) and a retained sample from the reported cartridge lot were evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. No defects were found related to the loss of prime issue.